Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The load cell value and verification were within tolerance 5. The patient sensor calibration check passed. The valve actuation test passed. The system air leak test passed. There were no discrepancies encountered in the internal inspection of the cycler. Per the documented investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the 36 pages of medical records info it appears that on (B)(6) 2015, this (B)(6) male pt expired. According to the end stage renal disease (esrd) death notification, the cause of pt's death was cardiac arrest of unk cause. The esrd death notification does not mention a secondary cause of death. Medical records do not contain a death certificate or autopsy report for review. Dialysis flow records reveal that the pt had no increased intraperitoneal volume (iipv). Dialysis flow records reveal any adverse event occurred from (B)(6) 2015. According to the peritoneal dialysis registered nurse (pdrn), the pt expired during treatment while connected to the cycler. Pdrn did not have any info as to signs/symptoms of the pt's condition during the event. Medical records do not contain any progress notes, dialysis treatment sheets, lab results or medication records from the date of death for review. Medical records do not reveal any medical intervention occured on date of death. Bicarbonate level on (B)(6) 2015 was normal. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and concomitant products and the pt's death.

Event description:
A (B)(6) male peritoneal dialysis patient expired at home on (B)(6) 2015. The cause of death listed as cardiac arrest, unk cause. According to the peritoneal dialysis registered nurse (pdrn), the pt expired during treatment while connected to the cycler.